Event description:
It was reported that during a middle cerebral artery (mca) m2 aneurysm embolization case, subject stent encountered resistance inside the catheter shaft and after that the subject stent could not be moved even after adding more tension. Operator withdrew the subject stent and the microcatheter system and used a different device to complete the procedure successfully. No clinical consequences were reported to the patient due to this event. The subject stent was returned for analysis and the device investigation revealed that the subject stent was found to be deployed within the microcatheter during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspections, it was observed that the subject stent device was returned with the non-stryker microcatheter. The subject stent delivery wire (sdw) was seen to be kinked/bent. The subject stent was stuck inside of the non-stryker microcatheter and was deformed and broken/fractured. (The subject stent was broken during analyses). The stent introducer sheath was intact. Functional inspection was not required as the subject stent was already deployed in the microcatheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the subject device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging. The subject device was confirmed to be in good condition during preparation/prior to use on the patient. The continuous flush was set up and maintained throughout the clinical procedure, and patient's anatomy was noted to be moderately tortuous. The subject device was returned for analysis, the subject stent was returned with the non-stryker microcatheter, the subject stent was noted be deformed. While removing the stuck subject stent from the non-stryker catheter during the analyses, the subject stent was severely damaged and broken/fractured. The subject stent delivery wire was also noted to be kinked/bent. The subject stent introducer sheath was not returned for analyses. It is likely that due to unknown procedural and/or anatomical factors the user experienced resistance while advancing the subject device though the microcatheter and, due to this resistance, the user applied force to try and advance the subject device through the microcatheter which might have cause the further damage to sdw and the subject stent. The as reported code stent difficult/unable to advance or pullback through catheter could not be duplicated as the subject stent was returned in a deployed state; however, the analysis results are consistent with the reported event and will be assigned a probable cause of procedural factors. The as analyzed codes sdw kinked/bent, stent deformed and stent deployed prematurely during use will be assigned a probable cause of procedural factors as this complaint appears to be associated with a product met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.